Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd connecta plus3 blue had leakage. The following information was provided by the initial reporter: the tee leaked when in use. I found that the side interface used to be a spiral surface, but now it is a flat surface. I need to make a claim, a complaint reply letter, and a complaint receipt letter. I cannot return defective products, and no photos are provided.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 2 physical samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that upon visual inspection no defect was found, additionally an underwater leakage test was performed and again no leak was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A device history record could not be evaluated as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.